Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and muscle stimulation. A new rv lead was successfully placed. No additional adverse patient effects were reported.